Event description:
Covidien received information stating that during patient use, a "paw high" (high airway pressure) alarm was not audible. However, the light emitting diode (led) flashed simultaneously. The patient was manually ventilated before being transferred to another ventilator. There were no negative patient consequence reported.

Manufacturer narrative:
(B)(4).